Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was received with the loaded voltage and unloaded voltage display at the power graph management tool shows abnormal behavior. The problem was isolated to the electronics board. The pump was received with normal operating currents. No unexpected off no power or low battery alarms were noted. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed off no power. The customer stated the alarm occurred with a new battery less than 24 hours after a low battery alert. Blood glucose value was 136 mg/dl. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.